Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was experiencing intermittent withdrawals. The pump was replaced in (B)(6) 2019 because the patient was having the intermittent withdrawal symptoms and they did not believe the pump was functioning as it should. It was noted that the pump logs were fine, and the myelograms showed no issue with the catheter.